Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 5/16/2018. Device returned to manufacturer? Yes. Device evaluation: the opo70 tubing pack lot# cc03833 was partially returned. Only the drain spike irrigation inlet tubing was returned. A visual inspection of the tubing revealed a crack in the wall of the tubing resulting in a small hole. The reported tear/hole in device is confirmed. Manufacturing record review: per manufacturing records review report, no related non-conformity or deviations were issued during manufacturing the pi lot# cc03833. All devices met material, assembly and performance specifications at the time of product released. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(6). Patient code is provided for antibiotics administered as medical intervention as a preventative measure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
After a cataract procedure, a scrub nurse at an eye clinic noticed the tubing pack was leaking. The surgery center observed a small hole in one of the tubing lines. As a precautionary measure, antibiotics was administered to the patient due to a possibility of potential contamination from the endosol-balance salt solution that may have regurgitated/irrigated back into the eye. A prescription was ordered for 3 days post op. At a 1-day post op exam, the patient outcome was normal and controlled.